Manufacturer narrative:
A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the probable cause is likely an accidental failure of the parts on the printed circuit board, leading to a phenomenon in which the serial digital interface (sdi) image is not displayed.

Event description:
Additional information received from the user facility confirmed that once they switched the connection to composite, the images returned, but in a standard definition format. The doctor was able to use the device to perform procedure.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; no output signal was produced from both sdi ports due a faulty dx board.

Event description:
A user facility reported to olympus that no video signal was produced from the sdi out 2 connection. There was no patient injury or harm, associated with the problem, reported to olympus.